Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient experienced inaccurate cgm values. The cgm reading was 40 mg/dl and the spouse got scared and called the ambulance. The patient was taken to the hospital. The patient didn´t experienced any symptoms. At the hospital they took a bg reading which was 400 mg/dl and treated the patient with IV fluids. After 3 hours the patient was discharged and was stable. At the time of the report the patient was feeling ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.